Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had anemia which required a transfusion of 3 units of packed red blood cells on (B)(6) 2017, 12 units on (B)(6) 2017, 1 unit on (B)(6) 2017, 4 units on (B)(6) 2017, and 3 units on (B)(6) 2017. The event reportedly resolved on (B)(4) 2017. No further information was provided.